Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the lad. Approximately 3 months post the index procedure the patient had two driver bare metal stents implanted in the rca during a ptca. Approximately 54 months post the index procedure, the patient underwent CABG of the lm and rca. Investigator has assessed that the event was related to the study stent.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (restenosis of stented artery). Evaluation conclusions: inherent risk of procedure ¿ (restenosis of stented artery). (B)(4).